Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The data showed no timeouts, drive stalls, or pulse width increases that would indicate the pod struggling to deliver insulin while worn.

Event description:
It was reported that the patient's blood glucose level reached 372 mg/dl. The pod was worn between 36 and 48 hours. Hyperglycemia treated by applying a new pod.